Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Water solenoid clogged with debris. Jetmate pins corroded; no sleeves on water hose. Hose kinked; debris in handpiece cable water line. Tubing worn; duckbill filter clogged; powder bowl cap leaking air.

Event description:
While using a g132 scaler, there was no water flow and the inserts were getting hot; no injury resulted.